Manufacturer narrative:
Phone number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The international customer reported that while in use, "battery failed" was displayed on the v60 vent screen and battery lamp turned off. Unit was being used on a patient at the time the reported issue occurred. There was no patient harm.